Event description:
It was reported that the patient presented for a refill procedure and was complaining about more pain. While interrogating the pump a motor stall occurred message was seen. Per pump logs motor stalls occurred on (B)(6) 2012, (B)(6) 2012, and (B)(6) 2012. Motor stall recoveries were seen on (B)(6) 2012, (B)(6) 2012, and again on (B)(6) 2012 which was the last recorded pump state. The pump was replaced on (B)(6) 2012. The patient outcome was reported as "ok". The device system was used to deliver sufenta.

Manufacturer narrative:
Corrected information: no eval explain code. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
(B)(4). Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete. Implant date unclear as it was reported as (B)(6) 2011; however, manufacturer device registry provides a device manufacturing date of 27/10/2011.

Manufacturer narrative:
(B)(4). Final analysis of the pump found a pump motor feed thru anomaly.